Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 medical device problem code: appropriate term / code not available (a27) used to capture customer feedback: dissatisfaction.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "long-term (up to 27 years) prospective, randomized study of mobile-bearing and fixed-bearing total knee arthroplasties in patients <60 years of age with osteoarthritis" written by young-hoo kim, md, jang-won park, md, and young-soo jang, md published by the journal of arthroplasty on october 27, 2020 was reviewed. The articles purpose was a long-term prospective randomized study of fixed bearing vs mobile bearing tka. From january 1993 to april 1996 291 patients with osteoarthritis received a lcs mobile-bearing total knee component on one side and an amk fixed-bearing total knee component on the contralateral side. All knees were cemented (unknown mfg) and all patellas were resurfaced. Average age at implantation was 58 years and 84 years at follow up. Average weight was 63 kgs and 167 cm for height. Depuy products: -291 knees with lcs mobile bearing total knee (femoral component, tibial tray, rp insert, and patella) -291 knees with amk fixed total knee (femoral component, tibial tray, insert, and patella). Adverse events lcs mobile bearing: -145 patient were either fully or somewhat dissatisfied (no intervention) -16 patients were revised (10 for poly wear with metallosis, 4 instability, and 2 for infection) -4 knees showed tibial and femoral osteolysis via CT (no intervention). Amk fixed bearing: -58 patient were either fully or somewhat dissatisfied (no intervention) -20 patients were revised (14 for poly wear with metallosis, 4 osteolysis, and 2 for infection) -4 knees showed tibial and femoral osteolysis via CT (no intervention).